Event description:
It was reported that the asymptomatic patient presented in the ER with a device in reset after receiving inappropriate shock. Externalized conductors were noted on the associated lead. The device system was explanted and replaced. No further issues were reported.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due to a power-on reset that occurred during hv therapy delivery. The device was tested on the bench and using automated test equipment and no anomalies were found. The power-on reset could not be reproduced in the laboratory. The root cause of the power-on reset could

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.